Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the witness was displayed as null. A technical support specialist (tss) checked myqlink and noticed that the item settings had been disabled on the issue witness, which caused the witness information to appear as null. Tss advised the user to update the settings so that the medication would prompt for witness information during future issues. The user acknowledged the information and agreed that the same changes should be applied to other medications to prevent the issue from occurring again. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user received a message indicating that the medication pregabalin 25 mg showed as null when attempting to issue it to a patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.